Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she has been experiencing high blood glucose most of the day. Blood glucose was over 400 mg/dl, treated with manual injections. Troubleshooting was performed and no anomalies were noted. The device passed high pressure test. Customer states she woke up and blood glucose was 130 mg/dl. After lunch it went up almost to 400 mg/dl. Bolus have been delivering all days and blood glucose was over 300 mg/dl to 400 mg/dl most of the evening and into the night. Customer was advised to speak to her doctor and do a complete set change. The device is not returning for analysis.